Event description:
A customer contacted beckman coulter regarding poor reproducibility on the coulter act diff 2 instrument and platelet (plt) results not matching results obtained from a reference lab instrument. Two patient samples (a and b) were tested for plt and the results were: plt: 351 x 10 to the third power cells/ul for patient a. Plt: 330 x 10 to the third power cells/ul for patient b. The customer indicated that both patient samples were tested for plt at a reference lab and lower results were obtained: plt: 279 x 10 to the third power cells/ul for patient a. Plt: 267 x 10 to the third power cells/ul for patient b. The customer believes the plt results obtained from the reference lab are correct. There was no death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run once a day and was performed before and after the event. The specimens were sampled from 4ml vacutainers. Service summary: a field service engineer (fse) was dispatched to the customer's lab: the fse replaced several hardware components. The fse completed latex and clog detect checks. The fse ran a startup, one set of qc, reproducibility and carryover testing; all results passed. The fse verified repairs per established procedures and made sure the results met published specifications. Upon service completion, the customer calibrated the instrument and ran qc before reporting patient results. As of 03/27/07, there have been no further issues with patient results from this account. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.